Manufacturer narrative:
(B)(4). UDI: (B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that both the inner and outer tyvek paper were glued. This compromised the sterility of the product. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The bone screw and its packaging were returned confirming the reported event; from the returned product evaluation it was determined that the peel tab on inner tyvek lid was sealed in between the outer cavity flange and outer tyvek lid and both tyveks are peeled back when it received. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause for the reported issue can be manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.